Event description:
It was reported that during intracranial hematoma removal the pedal of the pneumatic drill could not rebound in time. It was reported that it affected the progress of surgery and increased the risk of surgery. There was a delay of 20 minutes and there was no adverse effect on the patient.

Manufacturer narrative:
H3: no conclusion can be drawn, as the device was not returned. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.